Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer

Event description:
It was reported that during a surgical procedure, two blades broke. It was also reported that the broken piece of the blade had to be retrieved from the patient. It was also reported there was a 30 minute delay as a result of this event, an alternative blade was used and the procedure was completed successfully. This is the report for one of the blades that broke.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, two blades broke. It was also reported that the broken piece of the blade had to be retrieved from the patient. It was also reported there was a 30 minute delay as a result of this event, an alternative blade was used and the procedure was completed successfully. This is the report for one of the blades that broke.